Event description:
It was reported that the device cannot calibrate the forced sensor or a potential main board issue. There was unknown patient involvement and unknown patient harm/unknown adverse event reported.

Manufacturer narrative:
One device was received for investigation. During functional testing, force sensor error was found. The reported complaint was duplicated. The main pcb was not working as intended. The force sensor and main pcb was replaced. The device then passed all functional tests. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.